Event description:
A power source alert 01 was reported by the caller. No information regarding any adverse impact on the customer's blood glucose level was provided. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait for at least 30 minutes to see if the pump would begin charging. Additionally, a new wall adapter and usb cable were sent to the customer.